Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. Multiple shorted electrodes were confirmed. A lead revision was completed to reposition the leads.